Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 32 mg/dl. She stated that she thought the low blood glucose was caused by physical activity and treated with pop. The customer also reported that she experienced skin irritation at the sensor insertion site. She described that site as the size of a bb pellet on her thigh. She was advised that the sensor was not approved to be used at this location and that sensor use had only been approved for use in the abdomen. She reported that the insulin pump alarmed sensor error as well. Her blood glucose was 149 mg/dl at the time of the alarm. She was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications also, unable to repeat or reproduce skin irritation in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.